Event description:
It was reported that revision surgery was performed due to severe osteolysis of pelvis and neck of femur. Device was originally implanted in 1999.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 198 mg/dl, 138 mg/dl, and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.